Event description:
It was reported that one month ago, the patient had her ¿catheters revised because they were tangled up¿. The pump was delivering bupivacaine and dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Conclusion code is no longer applicable to this event.

Event description:
Additional information was received from a consumer indicated her catheter was ¿tied in a knot¿ and there was a kink in the catheter and it had to be removed in 2013. It was reported the patient had the doctor place the new pump low in the abdomen near her buttock because the old pump was ¿banging in the patient¿s rib as it was too high up¿. That was the pump she only had implanted for 9 months in 2013. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2017-jul-21 reported previously reported information of the catheter was "tied in a knot"/kink in the catheter and had to be removed 2013. The rep was at the clinic now and the catheter was in fact removed and replaced, but they have no further information. No further complications were reported/anticipated.